Manufacturer narrative:
No pt injury was occurred following this incident.

Event description:
Customer reported on a bravo capsule that failed to attach. After placing the bravo capsule, the physician removed the safety clip, pushed plunger and tuned. It did not pop back up easily and doctor used his thumb to push it. Then, he removed the delivery system and the capsule was still in place.